Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The tech removed the siderail cover and found a substance that was sticky and tacky affecting the latch. The tech used solvent to loosen the latch hardware and remove components. He cleaned the components and reassembled latch to repair the bed.